Manufacturer narrative:
Examination of the returned instrument confirmed the screw driver is bent. A worldwide complaint database search did not identify any related reports. The screw driver appears to have been pried at an angle while being engaged with the screw of the box trial. Visible scratches are also evident on the instrument¿s handle. The root cause is attributed to misuse and/or heavy usage. The lot number indicates the product was placed into (B)(4) distribution in april of 1997. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During decontamination, the screw driver was bent.